Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by cloudy fluid bag. The breach in aseptic technique was not further specified. On the same day as the event onset, the patient was treated with cefazolin injection (1 gm, ongoing) and gentamycin injection (40 mg, once a day, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that patient retraining was complete. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the patient was recovered from the event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.